Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, moderately calcified lesion in the non-tortuous mid right coronary artery. The 3.0x12 mm trek rx balloon dilatation catheter (bdc) was advanced without resistance for pre-dilatation. The balloon ruptured during the first inflation at 5 atmospheres for 10 seconds. The trek bdc was removed without resistance and a non-specified bdc was used to continue to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.